Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot#: 2004210. D.4. Medical device expiration date: 3/31/2025. H.4. Device manufacture date: 4/6/2020. D.4. Medical device lot#: 2004209. D.4. Medical device expiration date: 3/31/2025. H.4. Device manufacture date: 4/6/2020. H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot: 2004209 and 2004210, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot, results were reviewed for lot: 2004209 and 2004210 and no issues were identified . All retained samples were also evaluated and found to be within required specifications. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced difficult plunger movement and pump alarm during syringe use. The following information was provided by the initial reporter: infusion pump alarming occlusion with no obvious source of occlusion. Replacement syringe prepared and no issue with occlusion using fresh syringe. On examination of the original bd platipak syringe it appeared to be sticky when staff attempted to "plunge", it was difficult to inject without maximum manual pressure.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2004209, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced difficult plunger movement and pump alarm during syringe use. The following information was provided by the initial reporter: infusion pump alarming occlusion with no obvious source of occlusion. Replacement syringe prepared and no issue with occlusion using fresh syringe. On examination of the original bd platipak syringe it appeared to be sticky when staff attempted to "plunge" it - it was difficult to inject without maximum manual pressure.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced difficult plunger movement and pump alarm during syringe use. The following information was provided by the initial reporter: infusion pump alarming occlusion with no obvious source of occlusion. Replacement syringe prepared and no issue with occlusion using fresh syringe. On examination of the original bd plastipak syringe it appeared to be sticky when staff attempted to "plunge" it, it was difficult to inject without maximum manual pressure.